Event description:
During tunneling at implant, the patient experienced bleeding when the inspire tunneler hit a vessel. The surgeon applied pressure to the area for 15 minutes and used surgiflo to stop the bleeding. This resolved the issue.